Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was location in the severely calcified superficial femoral artery. A 2.0cm / 135cm peripheral cutting balloon was selected for use in a peripheral artery disease endovascular therapy. During procedure, upon first inflation, it was noted tha the balloon ruptured at 6atm for 30 seconds. The device was removed from the patient's body without problem. No patient complications were reported.